Event description:
It was reported that during implant, it was difficult to insert the ventricular lead into the pulse generator header. After applying mineral oil on the lead, it was successfully inserted and secured in the header.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.